Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Mechanical testing was performed, the unit was installed into the test system and failed normal mode as it triggered 23087 errors on insertion degrees of freedom (dof) 4. The unit failed on a pftp and chipencoder virtual absolute (cva) characterization test. The cva disk was swapped with a new on and the error no longer occurred. The original cva disk was reinstall and the errors returned. The unit was also tested on a patient side cart fixture test platform (pftp) with a new cva disk and passed direction test, lissajous, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The insertion dof 4 cva disk will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, non-recoverable fault 26002 occurred on armnet 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to power cycle the system to resolve the issue. After a power cycle, a non-recoverable fault 319 occurred. The tse reviewed event logs and identified the non-recoverable fault 319 was recorded from axes controller setup (acu) to axes controller carriage (acc) on armnet 4. The customer disabled arm 4 to continue. The procedure was completing as planned with no reported injury.